Event description:
It was reported that the pod, on the arm for 4-24 hours, reportedly detached during the night due to heat and sweating. As a result, the patient did not receive insulin overnight. By the morning, the patient's sister took her to the emergency room, where her blood glucose level exceeded 700 mg/dl. She was diagnosed with diabetic ketoacidosis (dka), presenting with extreme dehydration, severe arm and chest pain, somnolence, diarrhoea, and vomiting of acidic and watery content. Treatment included intravenous therapy, one of which was insulin. The patient was discharged the next day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.